Manufacturer narrative:
The initial medical device report was submitted ¿ (2938836-2015-04349). (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient received a vibratory alert for premature battery depletion. The device was explanted and replaced. The non-pacemaker dependent patient was in stable condition post procedure.